Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified; the product meets the specifications regarding the customer's allegation. No malfunction of the pump was observed.

Event description:
It was reported the device switched off by itself, and the pt woke up with a blood glucose value of 350 mg/dl. His mother was able to treat his blood glucose by herself, and he did not require treatment from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.